Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.